Event description:
Pt's bp dropped to 50's/30's via a-line. After trouble shooting a-line, traced IV tubing back and noted the epinephrine drip (gtt) was off - pump was physically off and had not been turned off by staff. Whole pump removed and sent down to clinical engineering.